Manufacturer narrative:
Concomitant medical products: product ID: 407658 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were told their device battery was going down twice as fast as it used to. Follow up concluded the right atrial (ra) lead threshold measurements had rose to high measurements after the patient¿s open-heart surgery. It was noted that this negatively impacted the battery longevity. The device and lead remain in use. No patient complications have been reported as a result of this event.